Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant medical products: 5568-45 lead, implanted: (B)(6)2006. (B)(4)

Event description:
It was reported that intermittent t-wave oversensing (twos) was observed with the right ventricular (rv) lead. The oversensing occurred only following bi-ventricular pacing. Reprogramming was done, and the rv lead remains in use. No patient complications have been reported as a result of this event.